Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. D4: batch # 132c56. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Response: I can confirm that there was no harm to the patient and no change to their care as a result of this. They replaced the reload and continued with the procedure. Investigation summary: the product was returned to for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received along with its opened packaging. The cartridge was received unfired with the swing tab in the unlocked position and the right fork was noted to be bent causing loading difficulties. In addition, the reload was tested for functionality with a test device and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 132c56, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the reload would not load in the handle.